Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the implant procedure on (B)(6) 2020 the physician was unable to place the lead due to patient's anatomy. Physician attempted for 30 minutes without success. No products were implanted.